Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap splenectomy. (B)(4) will address device 1 of 2 used in the same surgery. (B)(4) will address device 2 of 2 used in the same surgery. Upon trying to get the spleen into the bag, the bag fell off the forks. The device was removed and a new device from the same lot number was inserted. When they were attempting to cinch the bag the string broke on the second device. The surgeon used a grasper and was able to pull the bag with the specimen contained out of the patient with the bag not fully closed. One bag was thrown away by the hospital. The devices are available for return. No patient injury occurred. Limited information was available at the time of reporting. It was unknown if there was force applied to the distal end of the top of the bag between the supports. It is unknown if the user pulled back on the handle prior to pushing the handle forward to deploy. Patient status: no patient injury occurred associated with the event. Type of intervention: removed the bag with specimen contained using a grasper.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap splenectomy. Cer (B)(4) will address device 1 of 2 used in the same surgery. Cer (B)(4) will address device 2 of 2 used in the same surgery. Upon trying to get the spleen into the bag, the bag fell off the forks. The device was removed and a new device from the same lot number was inserted. When they were attempting to cinch the bag the string broke on the second device. The surgeon used a grasper and was able to pull the bag with the specimen contained out of the patient with the bag not fully closed. One bag was thrown away by the hospital. The devices are available for return. No patient injury occurred. Limited information was available at the time of reporting. It was unknown if there was force applied to the distal end of the top of the bag between the supports. It is unknown if the user pulled back on the handle prior to pushing the handle forward to deploy. Patient status: no patient injury occurred associated with the event. Type of intervention: removed the bag with specimen contained using a grasper.